Manufacturer narrative:
9/18/96 1544 office closed. Left pm message and 800# for dr. Requesting follow up. Tsb9/19/96 nncl sent. Kjbd5,6;h4: information unavailable, device not returned for analysis.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the would not open after placing a clip on the cystic duct. After firing the device again, the device would release the clip, after spitting another clip behind it. There was no consequence to the pt.